Manufacturer narrative:
The device was not returned for analysis. The reviews of the production record, similar complaint review and corrective and preventive actions (CAPA) database were not performed as the specific failure mode, part and lot numbers for this complaint were not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the unexpected medical intervention appears to be related to circumstances of the procedure. The patient effects of hemorrhage and dissection are known adverse events. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose device referenced in b5 is filed under a separate medwatch report number. Attachment medwatch report #mw5155769 d4: the UDI number is not known as the part and lot number were not provided.

Event description:
User facility medwatch report#mw5155771 received that states: "describe event or problem: after successful implant of a 23mm sapien 3 ultra resilia valve and removal of the ew devices, the second perclose failed. Multiple attempts were made to perclose the vessel without success. The patient's anatomy was very deep and blood loss became a concern. A vascular surgeon was needed to obtain hemostasis and repair the vessel wall. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."